Manufacturer narrative:
Upon investigation of the actual device used in this incident it was concluded that the field service engineer found no issues. A field service engineer inspected the retractor bands on both drawer. Logged into diagnostics and examined the sensors. All components were found to be functioning properly. No issues were identified. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system had drawer failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.